Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative indicated the doctor said it looked ok when he went to implant it. When he removed the lead stylet he noticed a ¿kink¿ in the lead and opted not to implant it and chose a new one.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a healthcare provider (hcp) opened a lead to implant in the patient and noticed a "kink" in the lead so he did not use it and would like it returned and analyzed. The product was visibly inspected and was not used. It was noted it would be returned due to the suspected issue. The issue was not resolved at the time of the report. There were no patient symptoms reported and they were noted to be alive with no injury. No further complications are anticipated at this time.